Event description:
A customer reported the occurrence of cartridge alarm 20. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support advised the customer to return the pumps. It was acknowledged and understood by the customer.